Event description:
I had a linq ii lnq22 cardiac loop recorder implanted (B)(6) 2023 by an electrophysiologist. On the order of my cardiologist. From the beginning there were problems with pain and mid chest discomfort as well as itching. Also by may no recordings had been made or picked up by the linq ii as reported to my doctors by medtronic despite many symptoms experienced and recorded by me the patient. Consequently on (B)(6) 2023 the same doctor removed the device. The procedure required extending and deepening the incision because the device had migrated and was stuck under a rib. A massive hematoma was the result along with severe skin irritation and inflammation and severe pain for several days.